Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer was assisted with troubleshooting. Customer stated that they went into water with insulin pump and it did not work. Customer states they tried several different batteries but insulin pump did not work. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that the display did not return after insulin pump restart. Customer did not need to troubleshooting for high blood glucose. The insulin pump will be returned for analysis.